Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance

Event description:
It was reported that a user observed a purple discoloration on the exterior of an insulin cartridge during replacement, with no discoloration inside the cartridge or in the tubing, and no pump alerts or alarms. Symptoms included no adverse health effects and no impact to blood glucose. Outcomes included no change to therapy and no medical intervention. Investigation included user troubleshooting and education to dry the chamber and replace all infusion supplies. Investigation of this case revealed that the observed discoloration was consistent with a chamber leak that does not affect insulin delivery. It was concluded that the device continued to function and that the event did not result in patient harm.